Event description:
It was reported that the device was used during a laparoscopy. The tissue pad fell off and it was found on the drape. The case was completed with other device. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 06/13/2008. Info anticipated, but unavailable at this time.